Manufacturer narrative:
This lead was surgically abandoned and replaced with a new lead. No adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information during a routine device changeout procedure, difficulty was experienced when inserting this chronic right ventricular defibrillation lead into the header of the new device and the device set screws were difficult to secure. This lead was, therefore, removed from the device header for inspection which noted possible damage to the insulation.